Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).

Manufacturer narrative:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2014 and mesh was implanted. Following the procedure, the patient experienced jaundice, abdominal pain, fever and rigors. The mesh remains implanted. It was reported that the patient developed pancreatic carcinoma, biliary obstruction and sepsis in the biliary tract. It was reported that this did not have anything to do with the patient¿s hernia or mesh or operation. The physician opines that the patient symptoms were vague as they often are with pancreatic cancer and it is likely the patient attributed her pain to the hernia and hernia repair when they were probably from the pancreatic cancer. And the physician also opines that the patient would not have any surgical intervention if the diagnosis of pancreatic cancer had been made earlier. It was reported that the patient underwent a CT scan and ultrasound of the abdomen when she presented with jaundice and this confirmed a large ¿irresectable¿ mass in the head of the pancreas. The patient was referred to a tertiary hospital for a biliary stent, but the doctor states that the patient never received this stent before death and died suddenly in the ward. It was reported that the patient died on (B)(6) 2015 due to sepsis. (B)(4).

Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that patient had carcinoma of head of pancreas with obstructive jaundice and biliary pancreatic stent. On 05(B)(6) 2015, the patient died due to sepsis. It was reported that the event is not related to the mesh or the procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was received that indicates this event is not related to the device or procedure this event therefore is not reportable.